Manufacturer narrative:
The patient was born on an unreported date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as ¿the patient was non-compliant to sterile technique¿ (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. The outcome of the peritonitis was not reported. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Follow up information was received regarding this peritonitis case. It was unknown if the patient was treated with any antibiotics for peritonitis. The patient recovered two weeks after the onset of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.